Manufacturer narrative:
H6: the device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that after a surgical procedure, the user put the device on top of the drape and the drape started to burn. It was also reported that there were no delays, no patient involvement and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that after a surgical procedure, the user put the device on top of the drape and the drape started to burn. It was also reported that there were no delays, no patient involvement and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.